Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
The dr. Performed a mako tha on a patient on (B)(6) 2016 with a trident hemispherical cup, 36mm x3 0 degree liner, accolade ii stem, and 36mm ceramic head. Initial post op films were unremarkable. The patient returned to dr.'s office a few weeks later with increased pain and x rays revealed a change in acetabular component position. The dr. Elected to revise the acetabular component on (B)(6) 2016. The original cup was removed, the acetabulum was prepared to accept a larger trident hemispherical cup that was supplemented with screw fixation. A zero degree liner was implanted along with a 36mm lfit head.

Manufacturer narrative:
An event regarding loosening involving a trident shell was reported. The event was not confirmed. Method and results: device evaluation and results: material analysis was not performed as the subject device was not returned. Medical records received and evaluation: a review of the provided medical records and x-rays by a clinical consultant concluded: "the most likely cause of failure is thus an adverse combination of patient-related factors (the present hip deformity is real) and procedure-related factors (surgeon¿s responsibility for adequate reconstruction of even complex deformities). Device-related matters are not part of the current failure mode. The problem is in the bony interface quality and its interaction with the component under external overload conditions before bony consolidation of the implant has occurred. The actual materials or manufacturing properties of the device are not involved anywhere and thus this pi case is certainly not device-related although the balance between the patient-related and procedure-related factors remains somewhat obscure due to lack of more detailed information." Device history review: review indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: review indicated there have been no other similar events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Additional information, return of the device, operative reports, progress notes and x-rays are needed to fully investigate the event. If further information becomes available this investigation will be re-opened.

Event description:
The dr. Performed a mako tha on a patient on (B)(6) 2016 with a trident hemispherical cup, 36mm x3 0 degree liner, accolade ii stem, and 36mm ceramic head. Initial post op films were unremarkable. The patient returned to dr.'s office a few weeks later with increased pain and x rays revealed a change in acetabular component position. The dr. Elected to revise the acetabular component on (B)(6) 2016. The original cup was removed, the acetabulum was prepared to accept a larger trident hemispherical cup that was supplemented with screw fixation. A zero degree liner was implanted along with a 36mm lfit head.